Event description:
An optometrist reported a pt presented with a red eye response with corneal infiltrates and keratoconjunctivitis in both eyes following the use of this product. He stated he treated the event with an antibiotic/antifungal ophthalmic medication four times a day for ten days. He noted the pt discontinued contact lens use and her symptoms are resolving.

Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. No root cause could be determined. Additional info (medical records and a completed questionaire) was received from the optometrist on 01/18/2011. (B)(4).